Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following insertion of a farawave catheter, the catheter became cobra-shaped during pre-mapping. The catheter was removed from the patient and re-inserted into the sheath. When reverse blood was drawn, air was seen in the sheath no matter how many times air was attempted to be pulled. Excessive air bubbles were seen in the aspiration syringe. The sheath was replaced, and the procedure was completed successfully with a new sheath. The original farawave catheter was used to complete the procedure. No patient complications were reported. No air was seen in the patient. The sheath is expected to be returned for laboratory analysis.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following insertion of a farawave catheter, the catheter became cobra-shaped during pre-mapping. The catheter was removed from the patient and re-inserted into the sheath. When reverse blood was drawn, air was seen in the sheath no matter how many times air was attempted to be pulled. Excessive air bubbles were seen in the aspiration syringe. The sheath was replaced, and the procedure was completed successfully with a new sheath. The original farawave catheter was used to complete the procedure. No patient complications were reported. No air was seen in the patient. The sheath is expected to be returned for laboratory analysis. This complaint was created for the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.